Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that there was an unknown / not provided, potential logic board issue. There was no patient involvement.

Event description:
The customer reported that there was an unknown / not provided, potential logic board issue. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was unknown/ not provided. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 03apr2019 to the present date 02jan2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.